Event description:
It was reported that a 59-year-old caucasian female patient underwent a breast surgery with a 475cc mentor smooth round moderate profile saline implant. Post-operatively, the patient experienced a burning sensation and sharp pain on the right side. She observed that her implant did not appear full. The patient also reported that she suspected a wound infection because she got a high fever and has been feeling very fatigued. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 15, 2022, mentor completed a manufacturing record evaluation for the lot number of the suspect device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On august 25, 2023, mentor received additional information. Mentor became aware that the patient underwent removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation, wound infection manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 11, 2023, mentor received two devices for evaluation. Neither device displayed visible lot numbers or labels indicating their corresponding sides of implantation. As such, both devices were evaluated. On october 20, 2023, mentor completed a visual inspection, leak testing, and microscopic examination of device b. Device evaluation summary b: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and a tear was observed on the anterior view measuring approximately 0.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. On october 30, 2023, mentor completed a visual inspection, leak testing, and microscopic examination of device a. Device evaluation summary a: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and a tear was observed on the anterior view measuring approximately 0.8 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As neither device evaluation could attribute a deflation to wear damage, it was determined that generating a new file is not necessary at this time. On november 02, 2023, mentor became aware that information was inadvertently omitted from a previous supplemental report. Device manufacturing date and expiration date were populated accordingly. Manufacturer¿s reference number: (B)(4) in (B)(4): d4. Expiration date should have been populated with 5/31/2005. H4. Device manufacture date should have been populated with 5/1/1997.